Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient had an implanted port. The cannula was normal when pre-filled, but after infusing one 250 ml bottle of saline, the patient noticed that his clothes were wet around the cannula. Upon removal of the cannula, leakage was found at the connection between the cannula and the extension tubing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause could not be determined. One 20g x 0.75in powerloc max infusion set was returned for evaluation. An initial visual observation revealed the tubing had been trimmed and the luer hub was not present. A functional testing of flushing the infusion set with water using a 12ml syringe was performed. A leak was observed at the connection point between the tubing and the needle housing. A microscopic observation revealed a partial detachment of the tubing from the needle housing. The bond between the adhesive and the housing appeared to be compromised, with visible separation/delamination of the adhesive material. It is unclear whether the damage was caused during manufacturing, transportation, or handling/use of the device. Therefore, the exact cause remains unknown at this time. This complaint will be recorded for future trending and monitoring purposes.